Event description:
Report rec'd that tubing leaked and resulted in chemotherapy spill onto pt skin. Pt was receiving chemotherapy treatment in her home of 456 mg of 5fu in 100 ml.bag infusing at a rate of 0.5ml/hour. Infusion was continuous over a five-day period via a double lumen hickman central intravenous access catheter using an aim infusion pump. While up to the bathroom during the night of 08/24/1998, she checked her intravenous line and noted a white precipitate on the taped connection that was lying on her skin. She cleansed her skin and did not note any skin reaction. She stopped her infusion and notified the home care office the next morning regarding the incident. The pt has been receiving therapy for six months, is familiar with self-care, and restarted her infusion by changing the tubing connection and a flush of her intravenous line. No reports of skin reaction and no other reports of leaking have been rec'd.